Event description:
Additional information received reported that the manufacturing representative initially thought the patient was having a battery re placement, but the patient would be having a lead revision and keeping the current implantable neurostimulator (ins). This would be performed on (B)(6)-2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was doing well and receiving effective therapy. The explanted lead was fractured at contact 7, as well as at the proximal end.

Event description:
It was reported the patient ¿lost the feeling of stimulation on the right side of their body after another spinal surgery.¿ it was further reported the patient did not feel stimulation when it was turned up as high as it would go. It was stated that impedance testing found ¿impedance on the right side (electrodes 4-7) were higher than the left.¿ it was noted these impedances were approximately 5900 ohms each. It was further noted that in addition to the impedance testing, reprogramming had also been performed at the time of report. It was stated that if the problem did not resolve in three months, the lead would be replaced. It was reported the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la2153, implanted: (B)(6) 2002, product type: lead. Product ID: 74002, lot# n359921, implanted: (B)(6) 2013, product type: adapter. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that it was unknown, but likely that the spinal surgery that was attributed to the loss of therapy was related to the patient's therapy or system. The lead was going to be replaced on (B)(6) 2014. The patient outcome was not provided.